Event description:
It was reported a symptomatic patient presented in clinic with episodes of non sustained rv oversensing. Loss of capture was observed on the ra and the rv lead. The patient has been having presyncopal episodes. The patient had complete heart block. Autocapture was turned on and the patient will continue to be monitored. Oversensing was not reproducible. No adverse consequences were detected.